Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, we are not able to determine the relationship between this device and the cause for this event. A fifteen (15) month complaint history review was performed for this product. No adverse trend has been identified for this product / device family with regard to the reported failure mode. The root cause classification could not be determined due to the non return of the product. A review of the device history record revealed one device was scrapped during production of a broken wire. A lot history search was performed and found no similar complaints have been reported from this lot.

Event description:
The complainant has reported that a patient underwent at therapeutic ureteroscopy procedure for stone retrieval in 2007. The escape nitinol stone retrieval basket was reported as 'broken-not detached'. Specifics to the breakage of the device could not be confirmed. No component of the device detached within the patient anatomy. No form of intervention was required. The reporter was unable to confirm if this issue happened at the time of preparation or during use. The procedure was successfully completed with another of the same device. The patient did not sustain any adverse effect or complications as a result of this issue. The patient condition is reported as "no harm".